Event description:
It was reported that the patient underwent an explant procedure due to extreme dissatisfaction with the device. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.